Event description:
It was reported that the ilet did not charge when placed on the charging pad, consistent with a charging problem associated with the battery charger, and a replacement charger was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem related to the charging component consistent with a charging malfunction of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.